Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: one capsule was returned to medtronic for evaluation. The delivery system did not arrive for investigation. The delivery system was investigated visually for external damage. The trocar needle was advanced. There were no signs of blood or tissue on the device. The investigation could not be completed in full as only the capsule was returned for evaluation. As the product was received, the device functioned per specification. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. The capsule was retrieved from the patient's mouth. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for somewhere between five and ten years. No known adverse events were reported.